Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unk procedure, the staples line was formed in the back side and was not formed in the top portion. Because of this tissue was out, but not sutured. The surgeon had to suture manually. There were no pt consequences.